Event description:
It was reported that after implant procedure, prior to discharge, patient presented a fluid discharge. There was a hole in pressure regulating balloon (prb). Balloon was explanted and replaced.

Event description:
It was reported that after implant procedure, prior to discharge, fluid loss from balloon was observed. There was a hole in pressure regulating balloon (prb). Balloon was explanted and replaced.

Manufacturer narrative:
Field change: b5, h6. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.